Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was failed hardware icon on the station screen. A technical support specialist performed a remote dial into the station running medapp v1.6.1. A failed hardware error icon was observed on the station screen. The medstation application log was checked and revealed a case feed error. The case was dispatched to an onsite fse for further support. The sa was confirmed as canceled. The customer confirmed the issue, and tss proceeded to close the case. The system functioned as intended after the customer resolved the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.